Event description:
It was reported that the patient experienced pain in the groin, which got progressively worse. An ultrasound was performed revealing thrombus at right sapheno- femoral junction and the great saphenous vein. Medication was administered and the thrombus resolved. The investigator considered the event related to the implant procedure and the introducer. The patient is enrolled in the micra transcatheter pacing study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).